Event description:
It was reported that lead oversensing was observed on the remote monitor. When the patient was brought into the office review of the episodes indicated the lead was not sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 8 - ventricular nst<=210 ms between (B)(6) 2011 01:30:29 and (B)(6) 2011 08:55:37.